Event description:
It was reported that during a photo-selective vaporization procedure, the fiber tip detached inside the patient. The detached tip was retrieved by using forceps. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization procedure, the fiber tip detached inside the patient. Retrieval information was not provided. The fiber was replaced, and the procedure was completed without patient complications.